Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : product code 150600005, work order (B)(4) was manufactured on 14-may-2014. (B)(4) parts were manufactured per specification and all raw materials met specification. There was no scrap associated with this lot. There was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to loosening of the tibial component at the cement to implant interface. Depuy cement was used. Doi: (B)(6) 2014 dor: (B)(6) 2021 left knee.